Event description:
The customer reported via phone call that they experienced low blood glucose. Reservoir had a leak. The customer¿s blood glucose level was 596 mg/dl at the time of incident. The customer¿s another blood glucose value was 32 mg/dl. The customer treated low blood glucose value with carb. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer was not using auto mode at the time of incident. The customer was assisted with troubleshooting and was advised to visit the emergency room. The customer will not continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.